Event description:
Information was received, from multiple sources (healthcare provider, clinical study). Regarding a patient, who was implanted with an I implantable neurostimulator (ins). For urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported, that on 27jun2024, subject seen in for refractory urge incontinence. Reports interstim has been very effective, but recently, they were not able to operate the controller, as it nears end of battery life. And their symptoms of urge incontinence of started to return and would like to get device replaced. Per  device information, the device was eventually removed on (B)(6) 2024. It was stated, that this was probably related to the device or therapy and not to the implant procedure . Not due to programming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it was reported that patient saw no improvement and was leaking urine again date of test: (B)(6) 2024. On (B)(6) 2024, the subject seen post op and reported no improvement in any symptoms and was still struggling with urine leaks. It stated that on (B)(6) 2024, the device was explanted, replaced, and placed on a different program. Resolved without sequelae (B)(6) 2024.